Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a flow verification test step during testing. The device's machine flow sensor was replaced to address the issue. Additionally, the blower assembly was replaced due to dirt contamination. The device was cleaned and tested and passed all final testing.